Event description:
It was reported that the patient with this implantable pacemaker device has a problem against the device. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.